Manufacturer narrative:
The investigation is in progress. A supplemental report will be submitted upon completion. Device discarded.

Event description:
Edwards received notification from our affiliate in portugal. As reported, this was a case of an implant of a 26mm sapien 3 ultra in the aortic position by transfemoral left femoral artery. When advancing the commander delivery system and crimped valve through the esheath, the valve could not advance though the esheath. The sapien 3 ultra valve protruded through the esheath side, inside the patient's body. The patient did not experience any injury during this event. The system was removed as a single unit and mild cut (enlarged the artery a little bit with scissor to facilitate). Another 26mm sapien 3 ultra kit was used. The 26mm sapien 3 ultra was successfully implanted. Patient outcome was good at the end of procedure. As per the device photos provided, it was found that the valve frame appeared to be bent.

Manufacturer narrative:
The device was not returned for evaluation as it was discarded. Therefore, a no product return engineering evaluation was performed. 3mensio and device-related imagery was provided, and the following observations were made: notable calcifications was found on access vessel. Tortuosity was present in access vessel. The liner was torn with the valve protruding out of the esheath. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of resistance between system components and sheath liner punctured were confirmed with the returned device. As the device was not returned, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Therefore, the presence of a manufacturing non-conformance was unable to be determined. However, review of the DHR, lot history, complaint history did not provide any indication that a manufacturing non-conformance would have contributed to the complaint event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events. A review of IFU/training materials revealed no deficiencies. Furthermore, there was no report of any issues with the sheath during device unpacking or preparation. As reported ''during procedure, when advancing the commander delivery system and crimped valve through the esheath, the valve could not advance though the esheath. Despite the sapien 3 ultra valve protruded by the esheath side inside the patient's body, the patient did not suffer any injury during the event.'' Review of 3mensio shows calcification and tortuosity within the access vessel. Per IFU/training manual ''push force can vary due to angle of insertion, thv size, vessel diameter, tortuosity, and degree of calcification.'' Calcification reduces vessel diameter creating a constrained effect on the sheath, preventing optimal sheath expansion during delivery system advancement. Sharp calcified nodules can also tear or weaken the liner. Tortuosity subjects the sheath to sub-optimal angles that can lead to non-coaxial advancement of the delivery system. Non-coaxial advancement increases friction/resistance between the sheath, delivery system, and crimped valve. This increased friction in conjunction with the excessive manipulation that may have been used to overcome the experienced resistance may have led to the liner to tear and the delivery system to protrude through the torn liner. As such, available information suggests that patient (calcification, tortuosity) and/or procedural (valve caught on liner, excessive manipulation) factors may have contributed to the reported event. No labeling/IFU deficiencies were identified. A product risk assessment (pra) has been previously initiated to capture the product risk assessment and a CAPA was previously initiated to capture further investigation and corrective/preventative activities. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2022-09679.